Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that daughter had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 460 mg/dl. The customer declined to troubleshoot and was off the pump for 3 hours. The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was unknown. Customer was advised to return the reservoir for analysis. The customer reported via phone call indicating that the insulin pump alarm failed battery test and moisture damage. Customer's blood glucose was unknown. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened. Customer received failed battery test and advised to monitor pump. Customer was advised that we are sending replacement battery cap and reservoir.